Event description:
It was reported a home patient died due to fungal peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment if any was not reported for the peritonitis event. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.